Event description:
The device was used during a lung volume reduction. Reportedly, the instrument was difficult to close and did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.